Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Additionally, we have not received any other complaints from this batch. There was no evidence to suggest that any aspect of this device was responsible for the reported blurry vision. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec, inc. Received an email notification stating "I recently had clearvue lenses implanted in both eyes. A mechanial failure has been identified, as my vision has not improved."

Event description:
Lenstec, inc. Received an email notification stating "I recently had clearvue lenses implanted in both eyes. A mechanial failure has been identified, as my vision has not improved."

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Additionally, we have not received any other complaints from this batch. There was no evidence to suggest that any aspect of this device was responsible for the reported blurry vision. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.